Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was not feeling well. The lead exhibited no capture and impedance measurements of greater than 2000 ohms. A chest x-ray was performed which confirmed a lead fracture. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
Additional information was received which noted the lead also exhibited noise, oversensing, undersensing, and pacing inhibition. There was no asystole for the patient. No additional adverse patient effects were reported.